Event description:
The complaint involved a oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port. It was reported that there was leaking observed where it is connected to the chemolock port. Two incidents happened when the patients were home with their pumps. This report captures the second of two events. There was unintended exposure to chemotherapy. The medication was leaking from the tubing, causing for chemotherapy to be outside the closed system. Two incidents happened with one patient - the tubing was leaking, pump replaced, then the new tubing leaked. The last incident happened for another patient where the tubing was leaking at home. There was patient involvement and unknown adverse event.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: photos were provided showing the packaging information and a pen pointing to the area of leakage on the cl3960. No leakage observed in the photo. Received one (1) used cl3960 oncology kit connected to one (1) used list# unknown cadd set. No defects or anomalies noted. The set was leak tested per product specifications. There was a slow leak from the connection of the female luer y-site to the male luer of the chemolock. Examination of the connection showed an incomplete insertion. The reported complaint of leakage can be confirmed. The probable cause is due to an incomplete insertion during manual assembly in ensenada. The device history was reviewed and no relevant nonconformities were found that would have led to the reported complaint.